Event description:
It was reported that the patient turns therapy off every night to conserve the battery life of the implantable neurostimulator (ins), then they turn it back on in the morning. For the past week to week and a half, the patient noticed that therapy was already turned on when they initially checked the therapy application in the morning. During the call, the patient turned therapy off, exited the therapy app, re-opened the app, and confirmed therapy was still turned off. The patient turned therapy back on. No issue was found with the external equipment or the therapy app. Agent reviewed that everything was working as expected and advised the patient to exit the dbs therapy app after turning therapy off at night before they power off the handset. The patient stated that they would do as advised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.